Event description:
It was reported that the patient's right ventricular (rv) lead exhibited increased of capture threshold and pacing impedance. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.

Event description:
New information received notes the right ventricular (rv) lead presented with a fracture. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.